Manufacturer narrative:
Results: the embolization coil was detached and unraveled. The pet lock was intact on the proximal end of the ruby coil pusher assembly. The proximal constraint sphere was present inside the distal detachment tip (ddt) and the fractured stretch resistant wire (sr wire) was visible. Conclusions: evaluation of the returned ruby coil revealed a detached embolization coil via sr wire fracture. The detached embolization coil was unraveled. This sr wire fracture is likely a result of retracting the embolization coil against resistance. If the sr wire fractures, the embolization coil will likely detach and any further manipulation of the damaged coil implant may cause it to unravel. Evaluation of the returned lantern delivery microcatheter (lantern) revealed a kink around the mid-shaft of the catheter. It was indicated that the patient anatomy was tortuous. The nature of this kink resembled damage that typically appears as result of the torquing motion. If the catheter was pinned distally in tortuous anatomy and is torqued on the proximal end, damage such as this may occur. If this kink were to occur prior to retracting the embolization coil, this kink would likely contribute to the resistance that eventually resulted in the ruby coil premature detachment via sr wire fracture. The non-penumbra diagnostic catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00003.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and lantern delivery microcatheters (lanterns). It was noted that the patient anatomy was tortuous. During the procedure, while attempting to advance a ruby coil through a lantern, the physician experienced resistance and decided to retract it; however, upon retraction, the ruby coil unintentionally detached inside the lantern and started to come apart in the lantern. Therefore, the physician pulled the lantern out of the patient¿s body with the ruby coil partially in the diagnostic catheter. The ruby coil eventually came back out but had started to unwind. The procedure was completed using a new ruby coil and a new lantern. There was no report of an adverse effect to the patient.